Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
T was reported that the device kept giving latch error during self-testing. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous repairs in the past 12 months. The customer issue was confirmed through the latch lock test. The latch lock flex sensor was corroded. Th device was deemed beyond economic repair due to the number of repairs needed. The device then passed all tests after the repairs.